Manufacturer narrative:
(B)(4). Unit had cracked case at the corner of the belt clip rail, scratched case, faded and stained keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. Unit passed the displacement test. The test p-cap and reservoir does lock in place in the reservoir compartment. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had hardware was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.